Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Customer did not have pump supplies at the time of the call and was unable to load a new cartridge. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. Customer's blood glucose level was not impacted.